Event description:
As reported to coloplast though not verified, patient was implanted with omnisure on (B)(6) 2008. Later patient experienced infection, pain, and dyspareunia.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.